Event description:
The enterprise vrd and delivery (enf452812/ 10203077) was deployed in the y-connector accidentally. The orbit rdfl complex mini coil (638mf0407/ 15761088) was stretched during inserting into the target aneurysm. There was no report of harm to the patient. No damages were noted on the delivery system prior to use. The device was fully seated in the microcatheter hub and the y connector was not over tightened. The microcatheter was an sl-10. An adequate flush was maintained at all times. There were no kinks in the microcatheter. The microcatheter was no repositioned. There was no resistance/friction during advancement/withdrawal of the device. The complaint device was the first coil to be used. The entire coil was removed. There was no report of injury for the patient.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15761088 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The enterprise vrd and delivery (enf452812/ 10203077) was deployed in the y-connector accidentally. The orbit rdfl complex mini coil (638mf0407/ 15761088) was stretched during inserting into the target aneurysm. No damages were noted on the delivery system prior to use. The device was fully seated in the microcatheter hub and the y connector was not over tightened. The microcatheter was an sl-10. An adequate flush was maintained at all times. There were no kinks in the microcatheter. The microcatheter was no repositioned. There was no resistance/friction during advancement/withdrawal of the device. The complaint device was the first coil to be used. The entire coil was removed. There was no report of injury for the patient. A non-sterile orbit rdfl complex mini coil was received coiled inside of a plastic bag. The hypotube was inspected and it was found without damage. The introducer was received zipped and it was found without damages. The support coil, gripper and embolic coil were received inside of the introducer. The support coil and gripper were inspected and were found without damage while the embolic coil was found stretched. The gripper and embolic coil was inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as ¿coil - unraveled/stretched-during placement¿ was confirmed. The cause of the failure experienced by the costumer and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. According to complaint¿s report, no damages were noted on the delivery system prior to use. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore, no corrective action will be taken at this time.